Event description:
Material #: (B)(4) batch#: 2301403 it was reported by customer that 746-pc - vial adaptor broke at the connection of the air bubble portion and the vial adaptor portion (see photo). When did the incident occur? Placing vial adaptor on vial ¿ please confirm whether there was any patient impact. No ¿ how was treatment completed for customer? With new product ¿ did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient? If yes, please provide details. No, used another vial in stock ¿ any physical sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Yes ¿ can you please provide more details and describe how the product is damaged. See product with kyprolis vial attached, in chemo bag.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Photo received for investigation. Through visual inspection, the tip of the protector is observed to be separated. Physical sample is required to further analyze and determine a root cause. A device history review was performed for the reported lot 2301403, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Thirty retained samples from the same lot were used for further evaluation. The protectors were successfully connected to the vials, ensuring that they fitted correctly. The product was evaluated, and no damage or defects were observed. The product undergoes visual and functional testing throughout manufacturing, including leak testing. Results were reviewed for lot 2301403 and found no problems related to the reported event. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. The protector must be attached completely vertical. The m12 assembly fixture is recommended to ease the connection of the protector to the vial.